Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report a detached cannula that occurred on (B)(6) 2015. Patient's father reported that the cannula detached during sensor insertion. Sensor was inserted at the arm on (B)(6) 2015. No additional event or patient information is available. The sensor was inserted at the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. The complaint device was not returned for evaluation. A photograph was provided by the patient's father confirming the reported complaint of a detached cannula. However, without the device being returned for investigation, a root cause cannot be determined.